Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-17, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they are seeing a no device found screen when trying to charge and started about a week ago. Pt says "I think it might have been temperamental from the beginning, because if I move a 16th of an inch it will lose connection" and says its happening since the beginning. Pt says the rtm doesn't heat up, and have already tried taking battery pack out which didn't resolve. They don't think the controller port has any damage. Pt shook controller and doesn't hear any rattling. The issue was not resolved. An email was sent to the repair department to replace the device. On (B)(6) 2022, the reason for call was pt reported they've noticed their ins was crooked and now recently pt was trying to charge their ins and felt a lump above the ins and also noticed some soreness in the area. Pt mentioned they lost 35 pounds from (B)(6) 2021 until now. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they just received a replacement recharger.